Event description:
File broke within the pt¿s bicuspid tooth. The dentist reported during a root canal procedure, 2-3 weeks ago, the liberator endodontic rotary file broke approx 3 millimeters from the pt¿s tooth apex. The dentist was not able to remove the file tip from the tooth. The tooth was sealed and the pt was notified. At the time of the report, there was no adverse effect reported by the dentist.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.